Event description:
Machine making odd beeping sound noises on safety check before patient was put on table for procedure. Notified manufacturer and worked with tech support to trouble shoot. Determined system could not be fixed without a new part. Patient in ventricular tachycardia storm and needed emergent electrophysiology ablation. Transferred emergently to another facility for ep ablation.